Event description:
It was reported that the pt was brought through the ed. A head CT scan was performed, and an interventional coiling was attempted. During the procedure, after deploying coils, the physician tried to access the pca vessel in an attempt to place a stent across the aneurysm but was unsuccessful. The physician then used the hyperform balloon and was able to inflate the balloon, but was unsuccessful deflating the balloon. Eventually, while trying to remove/deflate the balloon, the balloon ruptured and separated from the catheter. The aneurysm re-ruptured and the pt ctb was at 1035.

Manufacturer narrative:
The device involved in this event will not be returned for eval.